Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries.

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. The controller and batteries to be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported that the patient noticed intermittent audible beep without and yellow indicator blinking. Both batteries were charged about 50%. Patient exchanged both batteries for fully-charged and left home. After about 5 min walk (the day was cold, about -12 centigrade) patient noticed loud critical alarm (red indicator, loud audible alarm). Patient did not read comment on display. He exchanged controller for backup one and he left batteries being used. It was reported that there were no effects on the patient. Preliminary reviews of log files by the vad coordinator were reported as follows: a critical battery alarm on port two (2) which lasted about 5 minutes. It was not possible to observe long term trends on the monitor. Power, rpm and flow were normal for this patient. Subsequently, the batteries were replaced by the vad coordinator.